Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer inquired about the recommended usage turns of the drills following an event where the drill bit snapped.